Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge received the information that the stop pin was broken on the load trolley used together with 8668 washer disinfector. As it was stated due to this fact the cart fell on the ground. Additionally, employee injured his arm or hand when he was trying to grab the rack, however as it was provided the employee did not seek or need medical attention. We decided to report the issue in abundance of caution that any cart falling on the floor could lead to the serious injury.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the complaint is one of several reported with the allegation about cart, rack or instruments falling or nearly falling from the manual trolley due to the various reasons, registered for accessories used with getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years. As it was indicated in the complaint record, the device involved is a manual trolley. At the time of event occurrence, it was not loaded and was used together with washer disinfector 8668, with serial number (B)(6), UDI number (B)(4). The device was manufactured on 11th april, 2018 and installed in the facility on (B)(6) 2018. Preventative maintenance on this washer is being performed under getinge service agreement with the customer. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation, it was found that in the past the reported scenario has led to serious injury. It was established that when the event occurred, the trolley, which is used with washer disinfector 8668 did not meet its specification. During the investigation course we were able to establish, that the pin installed on the trolley was missing due to loose c-clip and it consequently led to the situation when the empty cart fell from the trolley. Due to this incident the operator hurt his arm or hand, as he instinctively tried to grab the rack, however from the information provided to us, no medical attention was required. A getinge service technician visited the customer site, resolved the problem, replaced the pin and returned the device for usage ¿ it is now fully operational. We believe that devices in the market are performing correctly overall. Given the circumstances we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is also to provide a correction of usage of device #. Previous usage of device #: initial use. Corrected usage of device #: reuse. This is based on the result of an internal review noting the initial report was incorrectly submitted stating another usage of device.

Event description:
Manufacturer's reference number: (B)(4).